Event description:
Caller states that during a proficiency test, the following coaguchek s results were obtained: 1.7 inr with a range of .7-1.6 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.